Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ positive pressure connector there was component separation. The following information was provided by the initial reporter, translated from chinese to english: the nurse replaced the needleless connector of the cvc for the patient. After opening the package, it was found that the joint between the white part and the transparent part of the needleless connector was disconnected and separated into two parts.

Event description:
It was reported that during use with bd maxplus¿ positive pressure connector there was component separation. The following information was provided by the initial reporter, translated from chinese to english: the nurse replaced the needleless connector of the cvc for the patient. After opening the package, it was found that the joint between the white part and the transparent part of the needleless connector was disconnected and separated into two parts.

Manufacturer narrative:
H6: investigation summary: a mp1000-c sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22055378. The feedback provided by the customer suggests the maxplus had separated into two, with the white housing having separated from the male luer of the maxplus component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055378 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.